Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were about to turn stimulation up or down. It was determined on the call the patient programmer was showing ¿turn ins on.¿ it was reviewed that the patient programmer should let the patient go down with the implantable neurostimulator (ins) off, but not let her go up if the ins was off. The patient stated she might have pressed the blue button on the side and accidently turned it off. The patient was on 6.35 v. The patient first turned stimulation down and then turned stimulation on and increased. The patient stated she did not feel stimulation yet, the patient planned to continue increasing if needed. It was noted there was no stimulation when the patient turned the ins on. Additional information from the patient reported she increased all the way up and was still not feeling stimulation. The patient stated she stopped feeling stimulation on (B)(6). The patient noted she did not have any falls. The patient then reported the last couple of days therapy was not helping her symptoms. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.